Event description:
It is reported that the device was implanted in 2007, and that the pin partially unscrewed from the axle yoke. It is unk when revision surgery will take place.

Manufacturer narrative:
Evaluation summary: proper assessment of the cause of the loosening of the hinge post extension requires analysis of both the hinge post extension and the hinge post. However, the hinge post cannot be assessed with the arthroscopy images. The revision has not yet been performed; therefore, the parts are not available for evaluation. Without return of the parts and/or additional information, the cause of the complaint cannot be determined. Evaluation: method/results - no product was returned. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.